Manufacturer narrative:
Recall:1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient's ((B)(6)) ipg was no longer functioning. Efforts to establish communication with the device via two programmers were unsuccessful. The patient reportedly had not been able to recharge the ipg citing problems with his charging system. Surgical intervention was undertaken to explant and replace the patient's ipg.